Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to fill arctic sun device, and it would not take the sterile water and tried a fill tube from another device, but this did not resolve the issue. Confirmed pads were disconnected. Upon some discussion, they were actually getting no flow when trying to start therapy. They had already replaced the device but wanted to troubleshoot this one. Placed device in manual control, system hours were 2100, pump hours were 1700, inlet pressure (ip) was negative 12.8psi, circulation pump command (cpc) was 0 percentage, flow rate (fr) was 0lp. Removed fluid delivery line (fdl) and inlet pressure (ip) remained at negative 12 psi and would send this device to biomed labeled possible pressure transducer failure. Per additional information received via task on 02 jun 2026 from wo (B)(4), the biomed has a device that does not have flow. Troubleshooting found that the inlet pressure is negative 10.0 all the time not allowing the pump to turn on, bad transducer